Manufacturer narrative:
B5 is updated with additional information.

Event description:
Additional information was received on 19jan2026, the pod was worn for less than an hour. Also, it was reported that the pink slide did not move forward and that the cannula was visible upon removal.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported potential needle mechanism failure or to determine its root cause. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The french prestataire stated "needle mechanism" issue. It is unclear whether the needle or pink slide moved forward and whether the cannula was visible after the pod was removed; this indicates potential needle mechanism failure. No impact to the patient's blood glucose level was reported.